Event description:
It was reported that the patient complained of chest pain. Home monitoring confirmed noise on rv lead. At the hospital, noise was confirmed on rv lead when push arms test was done. Due to high possibility of rv lead fracture, the physician decided to replace the lead.

Manufacturer narrative:
Upon receipt the lead was found cut 28cm distal to the df-4 connector pin. A proximal and a distal lead fragment were received for analysis. During the inspection several abrasion marks were found, in particular the insulation in the distal part of the lead was found damaged due to wear. This damage can be considered as the root cause of the clinical observation of oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. During the visual inspection the shock coil was found deformed which most likely resulted due to mechanical stress applied during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.